Event description:
The pt was undergoing a pci using a right radial artery approach. The terumo angiocath with access needle was advanced and the needle withdrawn from the field. The angiocath was slowly pulled back and brisk arterial flow was noted. The hydrophilic wire was advanced through the angiocath with some resistance at the distal end of the angiocath hypotube. When resistance was noted the wire was withdrawn and arterial blood flow was noted as less brisk. The hypotube was then removed. On visual inspection it was noted that 2-3 mm of the distal end of the hypotube appeared to be sheared off and retained in the pt's wrist. The fragment was visualized on fluoro. Surgeons made a 1cm longitudinal incision to explore the space with pointed forceps. No fragment could be located. Upon closer eval with fluoro the fragment previously visualized could no longer be seen. It is questionable whether the distal end of the hypotube crumpled on initial insertion or if the distal tip was sheared off. Pci was performed after this incident using an alternate approach without incident. Pt is to return to the clinic for a follow up appointment in four weeks.